Event description:
Baxter product surveillance received notification from a home patient's nurse that a minicap disengaged from the transfer set in 2006. Per home patient's (hp) nurse, the hp is new to peritoneal dialysis. Hps original transfer set was placed three weeks before, and has been changed. The hp has not experienced this issue with the new transfer set. The replaced transfer set and problem minicap are available for evaluation. No patient injury/medical intervention associated with this incident. An active investigation into this incident is in progress.

Manufacturer narrative:
Baxter's product surveillance department is pursuing additional information regarding this incident. A follow up medwatch will be submitted if additional information is received.